Event description:
Laparoscopic scissors not working well and tv screen malfunctioning. Storz representative evaluated tv and connections for the bovie machine. The bovie outlet for the machine was reconnected to the wall from the boom. Initially, equipment seemed to work better; after 15 minutes, the laparoscopic scissor disconnected from the bovie cord by heat/melting. Part of the connector for the laparoscopic equipment had melted into the bovie cord extension. It was hot.